Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7116723.

Event description:
It was reported that the patient was not getting adequate pain relief. Imaging confirmed that the leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were not returned.